Event description:
It was reported that post implant, the atrial lead exhibited no capture or sensing and less than 200 ohms impedance. Upon examination a break in the insulation was seen. The lead tested ok before the implant. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal and distal coils were bent at 19.5 cm from the connector pin. The damage found was consistent with that occurring at the time of implant. The distal insulation was damaged at the same location as of the damaged coils which could have caused the reported capture, sensing and low impedance. An electrical short was also noted.